Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that due to mesh erosion, protrusion, pain and recurrent infections, patient underwent mesh excision on (B)(6) 2010, and (B)(6) 2011. Use of another mesh device on (B)(6) 2011 was implanted.

Manufacturer narrative:
(B)(4): as per operative report, patient had excision of exposed sling on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-02786. The same patient is represented in each medwatch.